Manufacturer narrative:
(B)(4).

Event description:
Procedure: appendectomy. According to the reporter: the surgeon used a versaport 5mm during a appendectomy and found that the blue tip of the trocar head excess plastic on it which broke off and fell into the patient. This was observed and the object was removed, the surgeon cannot explain why this appended. Unfortunately the sample was thrown out. No harm to patient, no blood loss, no significant extra time required, no known adverse outcome.